Event description:
"Hi, I was injected with silicone injections in 2002 when a friend took me to a place where she was getting some injections, this stupid lady tell me that you don't do the injections to and I say I scare, and she say is nothing to scare everything be fine and now I fell some pain and my hips close to the buttock area where this woman injected me. I don't know why, but and after I was reading for information in the computer, I can't believe that woman lie to me, and I'm so sad how can doctors remove that please help im on pain now recommend some doctors I can believe I passing for this".